Manufacturer narrative:
The customer reported complaint for the autopulse displaying error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive review and initial functional testing. The defective load cell 1 was replaced to remedy the reported issue, after which the platform passed all the final functional testing. Visual inspection was performed and no physical damage was noted. Archive review showed multiple error message of ua 07 occurred on the reported event date of (B)(6) 2017, thus confirming the reported complaint. Functional testing was not performed as the autopulse exhibited ua 07 error message upon powering up. The load cell 1 was found to be defective. The defective load cell 1 was caused by the customer dropping the platform on the floor. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4).

Event description:
As reported the autopulse displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) after patient transport. During transporting the patient to the hospital, the platform fell on the floor. According to the customer, they installed a new lifeband and pulled up all the way however, the ua 07 error message was not cleared. Per the customer, they also tried to reset the shaft to home position and then turned on the platform and applied pressure throughout the load sensor however the error message was not resolved. No patient involvement reported on this event.